Event description:
In 2009, pt reported she was unable to prime infusion set. She stated " I knew there was a problem cause my sugar was sky high." Pt reported she "changed everything 3 times today" and the same thing occurred each time. Pt stated, her blood glucose elevated to "hi" this evening and it was "almost 400" mg/dl this afternoon. She reported, she bolused through her infusion device as correction and her blood glucose continued to elevate. She stated, she then gave herself an insulin injection. Pt's target blood glucose range is 120 mg/dl. Pt reported there is currently an air bubble in the insulin cartridge. Attempted prime during call and insulin did not flow through tubing. Reviewed steps taken during cartridge change. Pt reported, she is almost out of insulin, therefore, she did not fill cartridge completely. She stated the piston rod was not adjusted forward to match cartridge volume and cartridge currently has 200 units in it. Reviewed risk of not adjusting piston rod, including air bubble formation and inability to prime. Advised difference between piston rod position and cartridge volume will cause problems described above. Pt reported there were no alerts or errors received. Had pt remove cartridge from infusion device and verify volume. Assisted with partially-filled cartridge change. Completed prime until insulin flowed from tubing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.